Event description:
A nurse reported that during a cataract extraction with intraocular implant procedure, the handpiece was not tuned properly and did not work. The case was completed using an alternate handpiece. The pt presented with symptoms of endophthalmitis seven days later. Additional info was received indicating the initial handpiece did not prime during setup, however, the surgical technician bypassed that step and did not alert the surgeon. There was no phaco power noted with the initial handpiece. The handpiece was in the eye for a total of 20 seconds. The handpiece was swapped out for a new handpiece which was done using sterile technique. No lapses in sterile technique known. The case was completed following a 6 minute delay. The pt underwent a vitreous and anterior chamber tap and an antibiotic intravitreal injection on (B)(6) 2013.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The phaco handpiece would not tune properly and the customer switched to another handpiece. The customer did not request service for the system. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece or system. The questionnaire was received and reviewed by a company clinical analyst, who states the following: the facility reports one case of endophthalmitis because the phaco handpiece that would not prime. The handpiece did not prime during set up, however the surgical technician bypassed that step and did not alert the surgeon. The surgeon suspects the un-primed phaco handpiece may have contributed to endophthalmitis due to a potential internal clog. An un-primed phaco handpiece will not deliver phaco power even if the handpiece priming and testing step is bypassed. The surgeon notes that there was no phaco power noted with the initial handpiece. This is expected as a result of the lack of priming/tuning. The returned questionnaire indicates that the facilities handpieces are only irrigated with 15-20cc of water. This is significantly less than required by the product directions for use (dfu) which recommends 120cc of water followed by 60cc of air per port. Inadequate flushing of phaco handpieces may have contributed to the reported event. There is no evidence that the design or manufacturing of the phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the products dfu. A phaco handpiece (hp) was received and a visual assessment of the returned hp did not reveal any defect or non-conformity. The returned hp cable jacket was tested for easy penetration using fingernail and passed test. The cable jacket could not be easily penetrated. The ground resistance on the returned hp was measured and found within specifications. The flow test was performed on the returned hp and passed testing. The returned hp was connected to a calibrated system. The system was turned on and allowed to boot. The system successfully booted; however, the returned hp could not be recognized by the system. The irrigation and aspiration fluid passage (flow test) was performed on the returned hp. The returned hp passed the test, which indicates that the hp was not clogged as suspected by the surgeon. A functional testing on the returned hp was attempted; however, the handpiece was found unable to be recognized by the system. This testing result is consistent with the surgeon observation. The handpiece was unable to deliver any power. Alcon has validated cleaning processes in place as part of the handpiece manufacturing processes to minimize the potential for handpiece contamination. The handpiece direction for use (dfu) specifically indicate that the handpiece must be thoroughly cleaned and sterilized by the customer before initial use and immediately after and prior to each subsequent use. While it is not entirely conclusive, inadequate flushing of phaco handpiece may have contributed to the reported event of endophthalmitis. The root cause of the reported priming issue was attributed to the non-conforming handpiece. (B)(4).